Event description:
In 2000 the angio-seal was deployed in the right femoral artery. In 2000 the pt re-presented to the hosp with severe ischemia of the right foot and lower leg. A femoral arteriogram revealed an occlusion in the right femoral artery. A review of the femoral angiogram taken prior to the 6f angio-seal deployment in 2000 revealed a significant narrowing at the site of the insertion sheath. The pt underwent a right common femoral thromboembolectomy with patch angioplasty to restore blood flow to the right proximal superficial femoral artery and the profunda femoral artery. The post-operative report revealed significant arteriosclerosis with a very narrow channel with thrombus within. The pt was recovering in satisfactory condition.